Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from cts to reset the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again, with acknowledgment and understanding from the customer. Additionally, the customer re-entered the pairing code after the pump did not offer the option to rejoin the sensor session.